Manufacturer narrative:
The reported events of oversensing noise and insulation damage were confirmed. As received, a complete lead with extraction stylet was returned in one piece. An external insulation abrasion was found proximal to the suture sleeve tie impression breaching the outer insulation and exposing the outer coil. The cause of the reported event of insulation damage was due to the external insulation abrasion found while the cause of the reported event of oversensing noise was due to the exposure of the outer coil at the abrasion zone which is consistent with friction to the device can.

Event description:
Related manufacturer report numbers: 2017865-2021-27376 and 2017865-2021-27378. During an in-clinic follow-up, noise leading to oversensing was noted on the right atrial (ra), right ventricular (rv) and left ventricular (lv) leads. The leads were explanted and replaced to resolve the event. Upon explant, insulation damage was confirmed visually on all three leads. The patient was stable.